Event description:
It is reported that after insertion of the aps natural stem during surgery in 2009, the surgeon recognized a crack of the calcar and used a cable to provide support and allow for the femur to heal.

Manufacturer narrative:
This report will be amended when our investigation is complete.